Event description:
The physician reports that the crystalens tore as it exited the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.